Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine alarmed with low flow errors during dialysis (setup) mode. Customer smelled a burning smell and discovered that the deaeration motor assembly was burned up. Upon follow-up, the biomed stated that there was a burning smell, however, there was no melting, smoke, spark, or flame, only that when removed from the motor assembly, it appeared to be discolored and burned. The biomed stated that the damage was noticed during inspection after the error messages occurred. The biomed stated that the machine has less than 7000 hours, however the exact hours for the machine was not available. All the parts of the machine were the original fresenius parts. The biomed confirmed that the machine has not had any past problems with failing the electrical leakage test or any other damaged component associated with the burned motor assembly. The biomed stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated that the motor assembly has been replaced and the machine is back in service without reoccurrence of the reported event. The biomed confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Additionally, the biomed confirmed that the complaint device is available to be returned to the manufacturer for physical evaluation.